Event description:
A physician reported that the ultrasonic (us) tip was found to be bent upon opened before surgery. The procedure type and procedure completion details were unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).